Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported visualization and electrode 2 issue and noise was confirmed. Electrode 2 read as an open circuit during electrical testing. Investigation revealed that electrode ring 2 was displaced distally, consistent with a fracture in conductor wire 2 just proximal to the weld joint between the wire and the electrode ring, the detected open circuit, and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode ring remains unknown.

Event description:
This report is to advise of a displaced electrode noted during analysis.